Event description:
Reportedly, the patient was hospitalized on (B)(6) 2021 for complications not related to the device. Upon device interrogation, two episodes showing noise were observed. No provocative maneuvers could be performed as the patient was bedridden.